Event description:
It was reported that the ilet pump displayed alert 38 indicating a consecutive motor stall, preventing rewind and infusion, and the user reverted to backup therapy before blood glucose was affected; device component implicated was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified and a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.